Manufacturer narrative:
Corrected data: a4 - corrected as it was erroneously omitted on initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 5 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for shortness of breath. A gradient of 20 millimeters of mercury (mmhg)was noted as it had not increased significantly over time. Echocardiogram and computed tomography (CT) confirmed mobile leaflets with no signs of thickening. The physician is thinking about treating with a pacemaker and possible valve fracture/post dilatation but no further treatment has been planned. Additional information was received that three years and six months post-implant, a transesophageal echocardiogram (tee) showed a mean gradient of 16-18 mmhg. A balloon dilation was performed with a 20 mm non-medtronic (true) balloon, followed by a 20 mm non-medtronic (atlas gold) balloon for additional valvuloplasty at a higher atm. The gradient reduced to 13 mmhg on tee. Another balloon dilation was performed with a 22 mm non-medtronic (true) balloon and the mean gradient was reduced to 5 mmhg on tee and 8 mmhg on transthoracic echocardiogram (tte).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 5 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for shortness of breath. A gradient of 20 millimeters of mercury (mmhg)was noted as it had not increased significantly over time. Echocardiogram and computed tomography (CT) confirmed mobile leaflets with no signs of thickening. The physician is thinking about treating with a pacemaker and possible valve fracture/post dilatation but no further treatment has been planned.